Event description:
It was reported that during a follow up in clinic, inadequate capture and high pacing impedance were noted on the left ventricle (lv) lead. The physician suspected a conductor fracture of the lv lead, however, diagnostic imaging was not performed. The device was reprogrammed. The patient was in stable condition.